Manufacturer narrative:
Na

Event description:
It was reported that the driver has an internal tip that threads into the top of a hybrid screw. We believe, the breakage of that tip was caused by 2 factors: the tip was not fully threaded/seated into the screw and the dr attempted to insert the screw with too much angle, rather than straight.